Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair with 6" x 4" mesh on (B) (6) 2010 without incident. About a week after the surgery, the patient developed cellulitis around the umbilical area, not at the surgical site. The patient was started on levaquin and the cellulitis improved within forty eight hours. At that time, a papular rash formed and is now from the patient's knees to neck. The patient is now on daptomycin, prednisone, and benadryl, with no improvement. There is no cellulitis present, just this rash. A CT scan has been done to evaluate fluid collection on the mesh. The patient is currently still an inpatient at the hospital. The surgeon opines the skin reaction to be most consistent with a drug reaction.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.